Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, h4. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the investigation results, no nonconformances were found related to this complaint. The most probable cause of the complaint is "no problem detected". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the 3d image would not work on the videoscope during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.